Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "a member of staff burnt themselves on the proximal end of the light guide cable by holding onto the insulated section, causing the proximal end to swing back and touch their arm. This happened around 4 weeks ago but the exact date and guide cable in use is unknown.